Event description:
This (B)(6) male was being treated for coronary in-stent re-stenosis of approx. 195 cm., in the mid-lad. The physician selected a spectranetics turbo elite catheter for the procedure. (The turbo elite has been approved to treat re-stenotic lesions of the peripheral vasculature). The physician had difficulty lasing over the wire, there was prolapse into a diagonal vessel and a perforation occurred. A pericardial window was performed and the injury repaired. Approx. 3 hours later, the injury reopened which necessitated intervention. The patient did not survive the intervention.